Event description:
A medical centre in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that an rt340 adult dual-heated evaqua breathing circuit failed the ventilator leak test due to the presence of "pin hole" on the dryline tube. This was observed prior to patient use.

Manufacturer narrative:
(B)(4). Method: only the dryline tube of the complaint rt340 adult dual-heated evaqua breathing circuit was returned to fph in (B)(4) for evaluation. It was visually inspected for the reported damage. Results: visual inspection revealed a hole about 2cm away from the connector of the returned dryline tube. A lot check revealed no other complaints of this nature for lot number 120319. Conclusion: it was identified that damage to the rt340 dryline tube could have been caused during the manufacturing process, although it is not a batch related issue. During the production of the dryline tubes, a pressure test is performed every 10 minutes and those that fail are set aside for further inspection. The user instructions that accompany the rt340 adult dual-heated evaqua breathing circuit state the following: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms." (B)(4).